Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced abnormal pump operation. The data log file contained low speed hazard and pump stoppage with the event appearing to occur when the patient was connected to the power module. The system controller has been in use for approximately 3 years, so the system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.